Manufacturer narrative:
Product analysis: visual and microscopic examination of the -03 mill gear and -05 mill pinion interfacing features identified significant material deformation. The location and nature of the wear is consistent with instrument usage. The above observations are consistent with anticipated wear. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the us, however a like device with part# 6474525, 510k# p060023 and upn (B)(4) is available for the market. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent cervical disc arthroplasty at c4 - c6 due to degenerated cervical disc-space. During the surgery, the cutter was not turning inside the vertebra. The surgeon tried the cutter before he put it into the cervical spine between the vertebra and it was running free. When it was between the vertebra, it gave a loud "crack" and there were some metal pieces laying on the dura (about 6-8). It seemed like the transition broke when there was some force applied to it. The surgeon rinsed the situs several times to remove the fragments of the broken cutter. Outside the patient, the cutter was running properly, inside with some force on it, it was not turning. No patient complications were reported as a result of the event.